Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection. The patient was noted to have (B)(6), a low white blood cell count and was borderline septic. The implantable pulse generator (ipg) system was explanted with plans to replace in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.